Event description:
It was reported that the suture of the q-fix all-suture anchor was broken. The problem was noticed during set up, non-significant delay was reported and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The anchor has been deployed. The used sutures were deployed from device and returned unbroken. A functional evaluation could not be conducted due to condition device received. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The strength of the sutures is verified for compliance. No containment or corrective actions are recommended at this time.